Event description:
A patient reported they experienced the events of ¿extreme pain¿ and ¿massive amount of swelling". The patient's representative later reported capsular contracture, baker grade ii, ¿pain¿, ¿swelling¿, ¿discomfort¿, ¿recall and increased risk of bia-alcl¿, ¿suffering¿, ¿psychological distress¿, ¿small amount of fluid around the implant¿ and ¿hot breast¿. Patient's medical letter stated "bilateral milky nipple discharge on several occasions recently" and "associated numb sensation over the areola", "a possible lump at the upper outer order of the right implant which is fluctuant in keeping with the implant edge", "right breast appears swollen" and "right sided breast pain, swelling and tightness. She also has associated numb sensation over the areola", "a sliver of peri-implant fluid was seen within undulations around the edge of the capsule". The device has been explanted and replaced.

Event description:
A patient reported they experienced the events of ¿extreme pain¿ and ¿massive amount of swelling". The patient's representative later reported capsular contracture, baker grade ii, ¿pain¿, ¿swelling¿, ¿discomfort¿, ¿recall and increased risk of bia-alcl¿, ¿suffering¿, ¿psychological distress¿, ¿small amount of fluid around the implant¿ and ¿hot breast¿. Patient's medical letter stated "bilateral milky nipple discharge on several occasions recently" and "associated numb sensation over the areola", "a possible lump at the upper outer order of the right implant which is fluctant in keeping with the implant edge", "right breast appears swollen" and "right sided breast pain, swelling and tightness. She also has associated numb sensation over the areola", "a sliver of peri-implant fluid was seen within undulations around the edge of the capsule". The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.